Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. The customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 124-125 mg/dl.

Manufacturer narrative:
Device not returned.